Manufacturer narrative:
(B)(6).

Event description:
T2 non-deployment it was reported that during a procedure t2 did not deploy. A backup device was utilized to complete the procedure. There was no report of patient impact associated with the event.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.